Event description:
On (B)(6) 2015, animas received notification from the reporter stating there was black plastic dirt particles found inside the battery compartment. The reporter stated after the compartment was completely cleaned, the pump functioned normally and the issue was resolved. Customer technical support (cts) has made multiple attempts to obtain additional information to find out if the battery compartment threads or battery cap may have been damaged but was unsuccessful. This complaint is being reported based on the fact plastic particles were found inside the battery compartment and it was unclear as to whether or not there was damage to the pump or damage to the components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).